Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Technical services (ts) performed a data analysis and confirmed pbd. Device replacement was recommended. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Technical services (ts) performed a data analysis and confirmed pbd. Device replacement was recommended. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.